Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g6 continuous glucose monitoring sensor to the ilet system after a sensor change, despite guidance to confirm the cgm pairing code and transmitter serial number and to switch between g6 and g7 settings as part of troubleshooting. Symptoms included no alerts or alarms and no reported changes to blood glucose. Outcomes included delayed sensor pairing with continued warm-up indicated on the device. Investigation included user-guided troubleshooting and education, including code and transmitter verification and device setting confirmation. Investigation of this case revealed that the pairing did not complete within the expected window despite correct entry of identifiers and standard pairing steps. It was concluded that the issue remained unresolved at the time of the call and that the user was advised to allow additional time and to recontact support if pairing did not complete.